Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694965 lead, implanted: (B)(6) 2005; 419388 lead, implanted (B)(6) 2005. (B)(4). Evaluation summary: analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated apparent explant damage and stretching; full lead in segments returned and analyzed.

Event description:
It was reported that during the prophylactic laser lead extraction of the rv (right ventricular) lead during a device changeout for normal depletion, the atrial lead dislodged. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.